Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was frequently charging the spinal cord stimulation (scs) implantable pulse generator (ipg) as the ipg flipped. The patient underwent an ipg explant procedure. The explanted device will not be returned.